Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
The customer reported via phone call that the insulin pump had been alarming with numerous no delivery alarms. The patient's blood glucose has recently exceeded 400 mg/dl. The patient treated via insulin pump bolus. Troubleshooting did not occur. The insulin pump was not returned for analysis.